Event description:
According to the complaint on (B)(6) 2018, a customer experienced a blood leakage from a crack in the syringe when they tried to remove air from the sample. Nobody came into contact with blood. According to the complaint on (B)(6) 2018, a customer experienced a blood leakage from a crack in the syringe when they tried to remove air from the sample. Nobody came into contact with blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production.